Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated scan failed messages when attempting to scan a freestyle libre 3 plus sensor for use with the ilet system, indicating an intermittent communication failure involving the antenna/electrical-magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices, consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The issue was resolved by repairing the ilet mobile app connection to the ilet pump and starting the sensor warmup.